Event description:
A ventilator was returned to a factory authorized service center for service. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, it was noted that there was a malfunction of the device's circuit board. The device's system board was replaced to address the issue. Additionally, not documented to be related to the malfunction, the device's muffler assembly, front panel, air inlet foam filter, and filter cover were replaced during the repair of the device.